Event description:
A user facility reported that an intraocular lens (iol) was implanted and removed from the eye in the same procedure because of an intraoperative complication. The wound had to be widened for removal. The iol was not defective. The nature of the complication was not provided. Additional information has been requested.